Event description:
It was reported that the patient was not able to adjust stimulation. The patient saw "call your doctor" icon, with a power on reset (por) condition and the device was powered off. It was stated that the day prior to the report, while on a plane, they received an information poor communication screen and the night prior to the report they started getting call your doctor icon with por symbol after going through airport security gate. There was returned of patient symptoms and they were not able to hold onto things and it affected patients¿ speech. The por was cleared with the patient programmer and the patient was able to turn stimulation back on. It was reported that patient's speech was back, they were on c mode, and they could talk on the telephone. The patient's left hand tremored terribly, but stated that they could feel the stimulation. Additional information received reported it was unknown what error code accompanied the por. The cause of the por was determined. The issue was reported resolved and the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 37085-40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3389s-40, lot# v605573, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v605573, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Additional information received reported the patient described the code as "a telephone and a stethoscope." The cause of the por message was unknown but the patient was traveling and was at an airport. The patient did not experience any symptoms. The issue was resolved and they recovered without permanent impairment.